Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient had hip done in (B)(6) 15 years ago. Pain in hip. Open surgery showed fractured ceramic liner.

Manufacturer narrative:
An event regarding crack/fracture involving an unknown implant liner was reported. The event was confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: "the primary harm involved is breakage of a tha acetabular liner leading to revision surgery. There is insufficient documentation presented to further complete this assessment." -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: the provided medical records were reviewed by a consulting clinician who indicated: "the primary harm involved is breakage of a tha acetabular liner leaving to revision surgery. There is insufficient documentation presented to further complete this assessment." No further investigation for this event is possible at this time. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient had hip done in (B)(6) 15 years ago. Pain in hip. Open surgery showed fractured ceramic liner.